Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was suspected undersensing and t-wave oversensing (twos) on the rv lead on an interrogation report. Follow up concluded that the lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead trends show a decrease in r wave and a possible occasional undersensed beat noted on stored electrogram (egm). Follow up yielded no information and the lead remains in use. No patient complications have been reported as a result of this event.